Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. Preventative maintenance and a review of the event history log were performed. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was continually failing volume testing. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.